Manufacturer narrative:
(B)(4).

Event description:
It was reported that the diagnostics and trends revealed the message "this trending data has an error" for battery, pacing lead impedance, and signal amplitude. The device was explanted and replaced due to normal eri.

Manufacturer narrative:
No conclusion code available. The reported diagnostics anomaly was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the diagnostic anomaly could not be determined.